Manufacturer narrative:
The device was returned for evaluation. The device logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. Device analysis: the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Additionally, when connecting to the module via serial terminal, it was confirmed that there were no wifi configurations on the module. The module was never configured to the hospital network. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) did not detect the purge disc after multiple attempts, the same purge cassette was used on a different aic without issue. Also, when turned on the aic did not connect to impella connect. No indication of patient involvement, harm, or injury.